Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation with correction to the initial with information inadvertently left out. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. There were no discernible damages discovered. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the suggest event could not be determined with the information received. The event can be prevented by following the instructions for use which state: "never place hands or other objects in the path of the laser beam. Severe burns could occur." "After multiple uses and prior to each use, inspect fibers for potential damage; e.g., kinks, breaks, and verify performance; e.g., flow rate and flexibility. Replace the fiber if required." "Do not bend or coil the soltive laser fibers beyond the recommended minimum bend radius (table 2); doing so may result in light leakage or fiber breakage that could cause personal injury if the laser is fired (refer to the laser system manual)." "Visually inspect the entire length of fiber for flaws or defects before use. If any damage is observed such as breaks, kinks or damaged components, do not use the fiber, retain the device for manufacturer notification and use a replacement fiber." "Do not deliver the treatment beam without checking the integrity of the aiming beam, in the event that the optical fiber is damaged. Accidental laser exposure or fires may occur if a damaged fiber is used during a procedure. Maintain the laser in standby mode, unless the laser is being used for a treatment. Maintaining the laser in standby mode prevents accidental laser exposure if the footswitch is inadvertently pressed." Olympus will continue to monitor field performance for this device.

Event description:
Other related patient identifiers: (B)(6).

Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
An olympus representative reported on behalf of the customer that when using a soltive premium superpulsed laser system, there was a broken fiber that burned the user¿s index finger. At this time there is no information regarding the degree of the burn nor any treatment provided.